Event description:
Reporter indicated that a vns patient who had recently been implanted was suffering from dyspnea and dysphagia. The events are not associated with stimulation, as the vns had yet to be programmed on. An ent specialist was consulted who diagnosed the vns patient with left vocal cord paralysis. This was attributed to the electrodes being placed close to the recurrent laryngeal nerve during the vns implant surgery, and the adverse events are believed to be temporary. Add'l attempts for updates on the vns patient's status are in progress.